Manufacturer narrative:
Insulin pump was monitored for 24 hours with multiple basal rate and selected 24 hours auto off alarm. The insulin pump functioned properly. No unexpected auto off alarm of audio or beep anomaly noted during testing. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump automatically turns the auto off feature on and eventually triggers the alarm. Customer also mentioned that the beeping will not stop. Customer's blood glucose reading at the time of the call was 7 mmol/l. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.